Event description:
On (B)(6) 2011, patient reported, she noticed condensation on the inside of the insulin cartridge compartment. Patient stated, she first noticed it on (B)(6) 2011 but she wiped it out with a paper towel an inserted a new cartridge. Patient reported, she notices condensation today on the sides of the cartridge compartment. Had patient remove the insulin cartridge from the infusion device. Patient stated, it was not enough insulin to pour out. Patient reported, it is insulin and not water condensation. Patient stated, she can tell by the way it smells. Patient reported, she also noticed the bottom of the insulin cartridge under the plunger is wet. Patient stated, there are no cracks or visible damage to the insulin cartridge. Patient reported, there are no leaks or wetness at any other connections on the infusion device or infusion site. Patient stated after removing the insulin cartridge, she was able to dry the sides of the cartridge compartment but under the piston rod still has condensation. Advised patient to turn the infusion device upside down and allow the device to dry for 24 hours. Assisted patient with switching to backup infusion device. On call back on (B)(6) 2011, patient reported, the infusion device was completely dry. Patient stated this afternoon she inserted a new cartridge into the infusion device and has been using it for several hours and does not see any condensation. Patient reported, she feels the issue has been resolved. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.